Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support requesting assistance with muting a beeping noise from the device. The patient was informed that the beeping indicated active alarms that required attention. Upon review of the alarm history, the patient identified the most recent alarm as an occlusion alert. The patient was instructed to check for any visible leaks or kinks in the tubing and reported that none were observed. The patient was then instructed to disconnect from the pump and perform the fill tubing process. After completing the process, the patient reconnected to the device and confirmed that the occlusion alarm had cleared and that blood glucose levels were already decreasing. The patient was advised to contact support again if the issue persisted, at which point a site change would be considered, and the patient acknowledged understanding. The patient reported that blood glucose levels were affected, with a highest reported value of 280 mg/dl and remained outside the target range for approximately two hours. The patient did not use any back-up therapy, did not perform ketone testing, did not receive professional medical intervention, and did not receive additional assistance. No immediate health effects were reported. The patient was unable to provide a lot number for the product. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.